Event description:
It was reported that during a colon polypectomy procedure, the nylon rope was unsuccessfully released during the use of the ligature and the inner core of the ligature broke. It was necessary to work with the equipment section staff to slowly cut the outer casing of the ligature to expose the metal strip and then push and pull to release it successfully. The equipment department has communicated with the department that used the device to understand the specific details of the event, which is an isolated case. The distributor had been contacted to report this issue and urged the distributor and manufacturer to issue a feedback report on the adverse event. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the approved final investigation the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus determined, based on the similar investigation results in the past, a likely mechanism causing the reported events might be one of the following: potential cause 1: the loop was placed around the body tissue. The tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. The slider was pulled to tighten the loop. Because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. The hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. The slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Potential cause 2: ligate the polyp by performing the operation correctly. The tube sheath has moved forward, but you didn't realize it and released the loop. (The tube sheath has moved forward due to peristalsis of the patient or movement of the scope). The base of the loop goes inside the coil sheath. Hook and loop are jammed in the coil sheath because the hook is retracted. Potential cause 3: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. -scope angle -meandering state of the scope tube -state of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit *even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted as a correction for the h4 - device mfg date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.